Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, after releasing the leadless pacemaker (lp), the device dislodged and migrated to the right pulmonary artery. Using the snare, the lp was retrieved, brought back into the right atrial, and explanted fully using the retrieval catheter. A new device was implanted. There were no patient consequences.

Manufacturer narrative:
The reported event of stretched helix was confirmed, device dislodged or dislocated was not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure caused by the end-user. Further analysis performed indicated normal functionality. Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The reported event of device dislodged or dislocated was not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure caused by the end-user. Further analysis performed indicated normal functionality. Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.